Manufacturer narrative:
Evaluation of summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the first cartridge noted it was received not applied. The second cartridge was received fully applied. Functionally, a pmv representative instrument was used for all functional testing. The cartridge was loaded into the pmv representative instrument, the firing handle was actuated, and the clip formed properly onto the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic cholecystectomy procedure. The clip was already semi-fired when firing onto the vessel. In order to resolve the issue and complete the case, replaced with another from the same device. There was no patient harm. The patient outcome is alive, no injury.